Event description:
It was reported the patient had to wear a button around their neck near their implantable neurostimulator (ins) for a life alert system. When the patient wore the button, they got a warm feeling in their chest and they had some discomfort. The communicator for the system was in the patient¿s bedroom and when the patient slept in that room without the button around their neck, they got a warm feeling in their chest and they had some discomfort. If the patient slept in a room without the communicator, they were fine. The patient got the life alert system because they were unable to speak and had trouble with choking. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-09854.

Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: neu_unknown_lead, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va0ajew, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).